Event description:
The customer reported to beckman coulter (bec) that approximately 30 ml of fluid was leaking from the coulter lh 750 hematology analyzer. The leak was not contained within the unit. The instrument generated incomplete hemoglobin (hgb) results and vote outs for the mch/mchc indices. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found hemoglobin (hgb) voteouts and leak under the instrument. The fse stated the leak was coming from the tubing at solenoid 18 that became disconnected. The fse replaced the tubing resolving the leak. While onsite and unrelated to the leak, the customer stated the wash cup on the probe becomes un-screwed. The fse placed lock tight on the screw and reset the wash cup resolving the issue. Failure mode of the leak was related to the tubing at solenoid 18 becoming disconnected. However, the instrument generated incomplete hemoglobin (hgb) results and vote outs for the mch/mchc indices alerting the customer to an instrument problem. The failure mode of the probe rinse cup becoming unscrewed was a loose lock. Beckman internal identifier number for this report is (B)(4).